Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg), however, a specific bg value was not provided. Juice, jelly beans and a peanut butter cracker were consumed to treat bg level. Additionally, the customer required assistance from a friend to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer did not upload.